Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impacting inserted definitive ceramic the surgeon noticed that it chipped part of it and therefore had to extract it.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿impacting inserted definitive ceramic the surgeon noticed that it chipped part of it and therefore had to extract it". The product was not returned to depuy synthes, however photos were provided for review. See attachments "20240206_132345_0, 20240206_132317_1 and 20240206_132317_2". Visual analysis of the photo revealed that ea delta cer insert 36idx52od has multiple fractures around the rim. Two small fragments can be observed on the provided photo. No other defects were found. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence such as a misalignment during the process of positioning the liner in the acetabular cup which may likely triggered the fracture. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device [121881752 / 3954564] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx52od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the femoral head conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device [121881752 / 3954564] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.